Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult dual-heated evaqua breathing circuit was returned to fisher & paykel healthcare in (B)(4) where it was visually inspected for the reported damage. Results: visual inspection revealed a hole approximately 5 cm from the proximal connector on the evaqua expiratory limb of the returned breathing circuit. No fault was found with the heater wire pins of the circuit. A lot check could not be performed as a lot number was not provided. Conclusion: based on the inspection of the damage, it is likely that the evaqua expiratory limb was punctured or scratched by a blunt object. All rt340 adult dual-heated evaqua breathing circuits are pressure tested for leaks prior to leaving the production facility and those that fail are rejected. This suggests that the breathing circuit was damaged post production. (B)(4). The user instructions supplied with the rt340 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms; fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage.

Event description:
A hospital in (B)(6) reported to our distributor that the heater wire adaptor on an rt340 adult dual heated evaqua breathing circuit was faulty. No patient consequence was reported.